Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a cartridge leak issue. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that a week earlier, a cartridge leaked insulin into the pump's cartridge compartment. Due to the alleged issue, the patient claimed that the pump lost power. During the conversation with the anm representative, the patient hung up. The patient's caregiver called anm back on (B)(6) 2012, and provided additional information. He denied that the pump was exposed to water. He also denied that there was any corrosion or moisture in the battery compartment. The reporter denied that the pump suffered any trauma or had any cracks. The battery cap was reportedly secure. The reporter also did not allege any harm or injury because of the reported issue. The patient's pump was replaced due to an allegation that the device had been feeling warm to touch. The patient was on a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient and reporter claimed that a cartridge had leaked. However, there is no evidence that the alleged issue contributed to a serious injury. The patient and reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The subject cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.